Event description:
It was reported that the pt kept on switching their processor off. Testing showed that device had malfunctioned. The problem was temporarily resolved with a new fitting carried out in 07/2004.